Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. There was an error pointing to arm 3. They disabled the arm, restarted the system and continued with the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a clinical sales representative (csr) called informing us about the error pointing to arm 3. They disabled the arm and restarted the system and continued the procedure the procedure was completed with no reported injury.